Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing low blood glucose on (B)(4) 2019 and paramedics were called. Customer went to the hospital with blood glucose of 58 mg/dl. Customer reported of having keypad issues and was not able to administer correct bolus or suspend insulin pump. Troubleshooting was performed and customer was not able to upload to carelink. Insulin pump is not expected to return for failure analysis.